Event description:
Found during routine testing. Customer called to report a new device that is displaying a service indicator. There was no pt associated with the report. When physio-control evaluated the device, it would not power up.

Manufacturer narrative:
Physio-control replaced the battery and then the proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The battery was further evaluated by the failure analysis center. A burn mark was observed on the side of the battery and the battery cells were found to be prematurely charge depleted. Root cause for the failure of the device to power on was the battery with charge depleted cells.